Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced with a competitive product. No further information was available.